Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. It was reported that the event logs were reviewed by medtronic personnel. Review found that the gantry was not moved significantly from the dock and then shift to the left. The gantry was not prompted to move in the x-direction. The proximity of the gantry is suspected to have resulted in the imaging system stating it was docked. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a procedure, the imaging system would not perform an anterior posterior (ap) image acquisition when prompted by the user. The gantry door was opened and closed without resolution. The gantry was docked and undocked without resolution. Restarting the imaging system did not restore functionality. While troubleshooting, the gantry would not open. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported impact on patient outcome. No additional information was provided.